Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received indicated no known performance issues. The icm was explanted due to implantation of a pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a non-specific product malfunction/performance issue. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis confirmed a severely depleted battery. Further testing and evaluation reported normal operation with typical current drain levels and functionality with the device powered by an external supply. No hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary based on analysis, it was determined the product met specification. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.